Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2018, fse arrived at the site to address the reported event. Inspection of the device revealed that the rod and screw of the large and small syringe, and the sample needle assembly were dirty. Fse cleaned and lubricated both syringes and the sample needle assembly. The customer was subsequently able to run samples without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through (B)(6) 2018. There were no similar complaints identified during the search period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 706 syringe-l error. Explanation: operation error in syringe-l. Countermeasure: inspect x1-axis. Inspect syringe-l. Execute smp.reset. The most probable cause of the reported event was due to dirty syringe thread.

Event description:
On (B)(6) 2018, the customer reported receiving "706 syringe l error" with their g8 analyzer. The customer was down and unable to run hemoglobin a1c (hba1c). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.